Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of seizure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: warnings: "the product must not be injected into blood vessels. Introduction of juvéderm® ultra plus xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur. Adverse events: " "the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Postmarket surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra plus (without lidocaine) which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.

Event description:
Patient reported they were injected in the marionette lines with 1 syringe of unspecified juvéderm®. Patient reported they "had a seizure during the injection." No medical or surgical intervention noted. No diagnostic testing was mentioned. The symptoms resolved that same day.